Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the joystick when you come to a stop will stop the reverse a little bit then come to final top.